Event description:
A medtronic rep reported that while in a spine surgery, the site said they experienced navigational inaccuracies of 3-4mm while the surgeon was trying to confirm screw placement. Subsequent spin came across grainy in appearance with no anatomy present. System re-boot was performed followed by another spin; good image quality was regained and screw placement was deemed acceptable. Spine reference frame was removed before navigational accuracy could be verified after re-boot. No impact to pt from a screw placement perspective.

Manufacturer narrative:
The system was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. The system was fully functional and the system checkout showed no anomalies.